Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a insert new sensor alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.